Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Head cover rotation guidepost is not in center additionally, other evaluation findings include the following: flickering images due to a kinked cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the main body was rotated improperly. The most probable cause of the image orientation issue is failure to follow instructions. The most probable cause of the flickering image is cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for use (IFU): "when using the camera head while its main body is hanging down, rotate the main body to align the two notches shown in figure 4.4 so that orientation of the endoscopic image on the monitor becomes correct". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head picture was inverted. The issue occurred during maintenance. There were no reports of patient involvement.